Event description:
The customer reported that the ac power module failed.

Manufacturer narrative:
The customer reported that the ac power module failed which could indicate a failure to power up. The customer evaluated the device and localized the issue to a failed ac power module. Replacing the power module resolved the issue.